Event description:
Customer reported display issue with panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of longview transmitter. Unit tested and met factory specifications.